Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2012 to remove and replace a screw that loosened from the femoral component. No further information has been provided to date.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Device evaluated - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.